Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluation anticipated, but not yet begun. Mfg date: 08-nov-2018, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited powers slightly above normal range. Further review indicated past powers were consistent with lactate dehydrogenase at baseline and the patient had good coumadin compliance. There was no concern for thrombosis. It was also reported that review of log files revealed a loss of power to the controller. It was also noted that the controller exhibited a controller fault alarm indicating a depleted internal battery. The vad remains in use. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller ((B)(6)) was returned for evaluation. (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection revealed contamination within both power ports. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on the standoff post and power ports contamination are not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller, and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Review of the alarm log file revealed a controller fault alarm logged on (B)(6) 2022 at 08:31:38, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Additionally, review of the event log file revealed a controller power up event with an associated pump start event logged on (B)(6) 2022 at 07:55:13. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 62% rsoc. The da ta point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 11 seconds. Additionally, log file analysis revealed consistent increases in power consumption to parameters above normal operating range for the past 14 days leading up to (B)(6) 2022. As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: yes, return date: 25-apr-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034, g04070 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c15, c19 h6: FDA conclusion code(s): d01, d02, d11, d1105, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.